Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician could not get the pipeline to open distally. The pipeline was not positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and eventually removed with the microcatheter. It was noted that they tried to pull in the m1 and dragging, but it would not open. Then, they tried in the ica but would not open. The next attempt they tried was pulling in the female plus but still would not open. The physician even tried to deploy with the ford pressure on the phenom microcatheter, but the pipeline would not open. The patient was undergoing surgery to treat an unruptured, blister aneurysm of the right ica with a max diameter of 3mm and a neck diameter of 3mm. The distal landing zone was 3.7mm and the proximal landing zone was 4.5mm. It was noted the vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered with a pru level of 200. Angiographic result post procedure was good. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU.

Manufacturer narrative:
H3: product analysis: as found condition (condition of returned device): a pipeline flex embolization device and a marksman catheter were returned for analysis within a shipping box and within an opened pipeline flex embolization device outer carton. The catheter used during the event was not returned. Visual inspection/damage location details: in addition to the catheter not being returned, the model and lot numbers were not reported; therefore, compatibility could not be assessed. No bends or kinks were found with the pipeline pushwire. The hypotube was found to be stretched with ptfe pulled. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be in good condition. No damages were found with the tip coil. Due to the condition in which the braid was returned the proximal and distal ends of braid were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. No other anomalies were found with the device. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both braid ends were found to be opened. It is likely the failure to open is the result of re-sheathing the device more than the recommended two times. The customer reported re-sheathing the device more than two times. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.